Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient injury.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The high performance display unit was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.